Manufacturer narrative:
Customer problem was not duplicated in that the pump displays "no disposable error" issue during the investigation due to malfunctioning motor. No disposable alarm messages were found in the pump's event history logs after disposable attached. Recommend downstream occlusion sensor with faulty motor to be replaced.

Event description:
It was reported that cadd legacy pump had error code. No patient in jury was reported.